Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 67-341 (mg/dl). Juice was consumed to address low bg levels and a bolus was delivered to address elevated bg levels. Contact needed assistance adjusting pump basal and carbohydrate ratio settings, as customer's health care provider believes this contributed to the fluctuating bg levels. During call with tandem technical support, contact successfully programmed basal and carbohydrate ratio settings.